Manufacturer narrative:
Additional information has been received which was not included with initial report. The information has been provided in sections b5, h6 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: device is not returning.

Event description:
It was reported to medtronic minimed that the customer experienced a change sensor/bad sensor, sensor glucose vs. Blood glucose, unexpected suspend [low sensor glucose], calibration error/ calibration not accepted alarm. The customer reported no adverse event. The event involved product(s) mmt-7020a. The sensor glucose value that triggered the suspend on low event value was 86 mg/dl. The low limit in the sensor setting value was 90 mg/dl. The blood glucose value associated with the triggered suspended event was 141 mg/dl. The sensor glucose and blood glucose difference was not within the target range of glucose difference. The customer received a change sensor alert. Explained possible causes. The customer was unable to run a transmitter test and/or test passed. No harm requiring medical intervention was reported. The product return is required for mmt-7020a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.